Event description:
Initially the customer reached out to saalt asking for replacement cups for their saalt duo pack they bought and asked for the soft duo packs because they bought them before use. Saalt responded with some tips regarding placement of the cup and the customer followed back up explaining their iud was dislodged during the removal process of the cup. Saalt followed up asking for more information about their experience. Customer explained this was not the first time using a cup, but it was the first time using the cup since they had their iud. Their iud strings were cut short and they did not consult their doctor before using a cup. The customer explained they pinched the base during removal but wasn't sure if they broke the seal before removing the cup. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."